Event description:
As reported by the field clinical specialist, the patient presented with a possible failed 26mm sapien 3 ultra valve in aortic position and a valve-in-valve procedure was performed with a non-edwards transcatheter heart valve. Per medical records reviewed, two years post implant of the 26mm sapien 3 ultra valve in the native aortic annulus, the patient required a second valve due to degeneration. The patient had been recently admitted with covid-19 infection and an echocardiogram performed revealed that the 26mm s3 valve had ''early tavr failure''. The patient reported that there was no previous issue with the s3u valve, but began experiencing increasing shortness of breath, lower extremity edema and fatigue. The echocardiogram reported elevated aortic valve gradients with peak/mean gradients of 78/42 mmhg respectively, aortic valve area (I, d): 1.0 cm2, and elevated velocity v2 mean: 306.5 cm/sec. The ''patient meets d1 criteria for prosthetic valve failure''. Approximately 2 months later, the patient underwent a valve-in-valve procedure with a 26mm non-edwards valve. The patient was discharged on the following.

Manufacturer narrative:
Per additional review correction to b1, b5, b7, d1, h6 is required. Update to b4, g3.

Manufacturer narrative:
Correction to b4, g3. G6, h2, h6 type of investigation, investigation findings, and investigation conclusions codes, and h10 per no product return evaluation. No product was returned to edwards lifesciences. Imagery was provided by the site was reviewed by an edwards clinical imager. Hypoattenuated leaflet thickening (halt) and/or thrombosis was observed on all leaflets. The commander delivery system with s3/s3u thv IFU was reviewed. It warns accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for structural valve degeneration / deterioration was confirmed based on the medical record and provided imagery. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 2yrs post implant patient had tavr valve degeneration''. Per provided imagery, hypoattenuated leaflet thickening (halt) and/or thrombosis was observed. The presence of thrombosis could significantly impact the functionality of the valve resulting in valve degeneration with leaflet thickening and stenosis. As such, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Device remains in patient. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly h3 other text : device remains in patient.

Event description:
As reported, a thv in thv workup was requested for a possible failed valve, the failure mode was unknown and the decision was made for patient to receive a non edwards valve.